Manufacturer narrative:
Analysis of the pump found that there was high resistance in the pump battery. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that eos, eri and pump reset had occurred. It was noted that the patient started hearing alarms the night before on (B)(6) 2017. Eri had occurred prior to "schedule to replace pump by" date, which was (B)(6) 2017. According to the hcp, "a couple of months" prior the pump eri said 13 months, but the next month the pump was in eri and now eos. The patient was reported as experiencing nausea. Replacement surgery was scheduled for (B)(6) 2017. The situation was considered not resolved. The patient was listed as being "alive with no injury" and no further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer's representative and healthcare provider (hcp). It was reported the elective replacement indicator eri had occurred quickly, before the estimated eri. The pump then quickly went to end of service (eos). The battery was depleted. It was reported by the hcp that the patient called them to report they heard a pump alarm. The patient was asked to come in for evaluation. Telemetry was obtained. The eri had occurred, with a message to replace by the pump by june 07, 2017. The patient had a refill scheduled for an upcoming (B)(6), and the plan was to recheck at that time, and schedule a pump replacement. The following vitals were provided: blood pressure was 140/85, pulse was 72, respirations were 16, oxygen was 98%. The pump was replaced on (B)(6) 2017. The device was being used to deliver 300 mcg/ml of compounded baclofen at 215.45 mcg/day and 50.0 mg/ml of morphine at 35.909 mg/day. The patient was not in a clinical study. The device was returned to the manufacturer on march 31, 2017. There were no (B)(6) or dye studies. The device was used with/in the patient, for treatment, and there was no death reported. It was also reported there was no patient injury, and the patient recovered without sequela. Per the pump print-out, it was indicated when the device was interrogated on (B)(6) 2017 the eri was at 14 months. However, when the pump was interrogated on (B)(6) 2013 the eri had already occurred on (B)(6) 2017. When the pump was interrogated on (B)(6) 2017 a ¿terminal event has occurred in the pump¿ messaged had occurred, along with the eos message. On (B)(6) 2017 an active audible alarm was silenced, per the log. The eos occurred on (B)(6) 2017. A ¿reset occurred¿ message and ¿reset occurred ¿ low battery¿ message also occurred (B)(6) 2017. The ¿stopped pump period may exceed tube set¿ message occurred (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.